Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately eight (8) years post initial procedure, the patient presented emergently. Implant separation with a type iiia endoleak were identified and the aneurysm had grown to 12cm. The physician elected to explant the devices. Patient status was reported to be doing well post open surgery.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as these were discarded by the hospital after explant. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately eight (8) years post initial procedure, the patient presented emergently. Implant separation with a type iiia endoleak were identified and the aneurysm had grown to 12cm. The physician elected to explant the devices. Patient status was reported to be doing well post open surgery. Additional information received indicating the explanted devices are not available for return/evaluation.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the devices could not be completed. The explanted devices were not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiia endoleak and surgical conversion are confirmed. The reported aneurysm sac enlargement is unconfirmed. This is moderately consistent with the reported adverse event/incident. The device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The procedure-related harm identified was abnormal blood loss. A possible contributing factor to the event is that a 34mm proximal extension was used with a 25mm bifurcated stent, which the safety and effectiveness has not been established per device IFU. The final patient status was reported as discharged on the fifth post operative day and at home stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5 describe event or problem g3 awareness date h3 reason device not eval- other h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11 h3 other text : devices not available for unknown reason